Event description:
The customer observed (B)(6) results for one patient while using the architect hbsag qualitative ii assay when compared to a different methodology. The customer provided the following results: initial (B)(6), retest (B)(6). The specimen generated (B)(6) results using the centaur assay: (B)(6). The customer during troubleshooting ran a precision study using the initial patient sample. Each result generated was (B)(6). No adverse impact to patient management was reported. No additional patient information was provided.

Event description:
Additional patient result data was provided to abbott on (B)(6) 2012: centaur confirmatory testing was completed previously , results as follows: core - (B)(6); (B)(6) antigen - (B)(6); (B)(6) antibody - (B)(6). The original patient sample was retested on (B)(6) 2012 and tested (B)(6) on centaur, result = (B)(6) (no unit of measure), the sample was tested using the architect hbsag qualitative ii assay generating a result of (B)(6). Customer advised that results are consistent with the patient sero-converting .the product evaluation is in-process, a final report will be sent once the evaluation has been completed.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the u.s., list number 1l80.

Manufacturer narrative:
Additional information was provided by the customer on (B)(6) 2012. The list number -size code has been updated and the lot number has been provided by the customer on (B)(6) 2012. This report is being file on an international product, list number 2g22 that has a similar product distributed in the u.s., list number 1l80. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a review of the customer log files, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 15125lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review identified no issues. The customer provided their architect results logs to aid our investigation. A review of the log was performed for the sample in question. It was identified that this sample was assessed two times on the (B)(4) 2012 and both times a result of (B)(6) was returned. No issues were identified with either test. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect hbsag qualitative ii reagent list number 02g22, lot number 15125lf00, was identified.